Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, resistance was encountered while advancing the balloon catheter of a 6/7f mynxgrip vascular closure device (vcd) into the short sheath, and the device could not be advanced to the position of the marker band. The balloon could not even protrude from the tip of the sheath. Hemostasis was subsequently performed using a non-cordis vascular closure device (vcd). There was no reported patient injury. The operator had extensive experience using the device. The device will be returned for evaluation.